Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument (pn# 471172-16 / lot# k10211018-0040) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 12 minutes. The alleged event occurred on the 11th use of the instrument with 3 uses remaining. Event verification of the logs confirmed that a radical prostatectomy without lymphadenectomy surgical procedure on (B)(6) 2022 on system (B)(4). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument moved with unintuitive motion during a da vinci surgical procedure. The unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was inserted into the console by the surgeon. The surgeon tried to move/articulate the tip, but it was moving in the opposite way to the surgeon's movements. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the maryland bipolar forceps (mbf) instrument for failure analysis. Instrument was tested and found to have imprecise pitch motion. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly in the pitch direction. The instrument would move in the correct direction, but a lag was observed. The root cause of this failure is likely due to the loose pitch cable. Additionally, inspection upon removal of the housing found a loose pitch cable at the proximal end, likely causing the failed intuitive motion. Common causes of the loose instrument pitch cables are attributed to a component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. Further inspection found a cracked clamping pulley, likely causing the pitch cable to become loose. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The root cause of this failure is typically attributed to mishandling/misuse. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue

Event description:
Refer to h10/h11 for follow-up information.